Manufacturer narrative:
Final analysis found, the device was unable to communicate with the programmer. The cause of no communication was determined to be due to a depleted battery. The depleted battery was caused by high current, which was due to a damaged hybrid. It is believed that the hybrid was damaged due to external defibrillation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for defibrillation threshold testing (dft). The patient's implantable cardioverter defibrillator (ICD) delivered multiple shocks which were inadequate in terminating the patient's induced ventricular fibrillation event, and external shock was administered. Upon the administration of the final shock, a loud noise was noted from the ICD. The ICD was no longer able to be interrogated through rf telemetry and inductive telemetry following the noise. The ICD was explanted and replaced. The patient was stable.